Manufacturer narrative:
Button error alarm and no button response due to corroded keypad traces. Insulin pump received with cracked case at display window corners, broken battery tube threads, reservoir tube lip, cracked display window, missing end cap sticker, and broken battery cap. (B)(4).

Event description:
The customer reported via phone call that the insulin pump was dropped and the buttons were not working properly. The insulin pump alarmed button error and she was unable to clear the alarm. The insulin pump had a crack near the screen and the battery cap was damaged. Customer's blood glucose level was 173 mg/dl. Customer was advised to discontinue use of the device and revert to a backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.